Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 246mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion alarms were verified. Reportedly, the customer believed the cartridge may have been damaged due to dropping their pump; no damage was noted to the cartridge. Tandem technical support attempted to follow up with the customer multiple times to ensure no additional occlusion alarms occurred; however, no response was received.